Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was explanted on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine with a concentration of 40 and a dose of 11.5. Oral medications included ¿norco 325mg 10 mg tablet qid.¿ the reason for use was not reported. It was reported that patient¿s pump had a motor stall on (B)(6) 2019. Service code 100 displayed on the tablet. On (B)(6) 2019, the nurse called and stated that that pump read motor stall. The patient stated that the pump alarmed every 10 minutes. The nurse stated that there was no MRI. They were having withdrawal symptoms, vomiting, etc. The patient wants explant. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included reading that a pump stall showed up. Actions that were taken to resolve the issue included planned surgical intervention, which was not scheduled yet. The issue was not resolved at the time of the report. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.